Event description:
It was reported that the anesthesia workstation generated several technical error codes. The log showed alarm for airway pressure high. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer and the reported issue was solved by replacing the expiratory channel printed circuit board (pcb), the control pcb and the patient cassette. The software was and the system checkout passed after the replacement, and no further technical errors occurred. The device logs were saved and sent for evaluation. The replaced parts were discarded and could not be investigated further. The evaluated logs show alarms for airway pressure high and also confirms that technical errors such as ventilation error, safety valve open and patient cassette error were generated. Our conclusion is that the replaced parts were the cause of the technical errors. However, the root cause of why the parts failed has not been established as no parts were returned for investigation.

Event description:
Manufacturers ref: # (B)(4).